Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the touchscreen on the g5 monitor was freezing up when trying to set it up. The customer refused any troubleshooting and requested a repair. No patient harm was reported. Investigation summary: the g9 monitor was returned to nihon kohden (nk) for evaluation and repair. During the evaluation, the reported issue was duplicated. The root cause was determined to be failure of the touch panel on the display screen. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/13/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 11/19/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 11/26/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation cod es. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the touchscreen on the g5 monitor was freezing up when trying to set it up. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the touchscreen on the g5 monitor was freezing up when trying to set it up. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the touchscreen on the g5 monitor was freezing up when trying to set it up. The customer refused any troubleshooting and requested a repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 11/13/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 11/19/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 11/26/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided.